Event description:
It was reported that a "motor stall occurred" message on the programmer. It was reported that the operator had magnet on programming head when trying to interrogate. Checked logs and confirmed the motor stall and recovery had just occurred during attempt to interrogate. The drug being infused was unknown.

Manufacturer narrative:
(B)(4).